Event description:
Pt stated he bent over, and accidentally pulled on catheter while leaning over on table. Then the catheter fell out. Cuff remained implanted. Ems was called, pressure applied to stop bleeding. Pt was brought to ER. Right jugular catheter inserted in 2000.